Event description:
Customer reported the monitor intermittently turns off. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cable inside the c-arm. System operates as intended.